Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed several pump alarm insulin flow blocked alarm on 21-jul-2023 from 16:16 to 17:38 in the pump downloaded history. Several bolus's were programmed, delivered and recorded properly in the pump history. Unable to confirm high bg's. Pump was cut open to perform visual inspection and moisture damage¿on the pcba 1. The following were noted during visual inspection: cracked case (battery tube), cracked case, scratched case, stained keypad overlay, and pillowing keypad overlay. In summary, customers alleged under deliver was not confirmed during testing. No delivery not confirmed during testing but found several alarms in the history files. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 300 mg/dl at the time of the event. The current blood glucose value was 324 mg/dl. The customer reported the pump was not responding to the insulin requested and was not delivering the insulin as it should. The customer reported difficulty in breathing and stalking breath symptoms related to the high blood glucose event. The customer alleged the pump was under-delivering. Troubleshooting was performed. The insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smartguard feature was active at the time of the high blood glucose event. It was advised to remove the reservoir, perform the rewind, reinsert the reservoir, and performed the run load on the reservoir/fill tubing with the current set; however, the insulin did not exit at the qr. No further patient complications were reported. The customer continued using the insulin pump and will not be returned for analysis.